Event description:
It was reported that before use of the bd micro-fine¿ + insulin syringe with needle there was a plastic residue on the needle. The following information was provided by the initial reporter, translated from german to english: we have discovered two bd micro-fine + insulin syringes (lot.: 8225819) with plastic residues on the needle.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 1/2cc, 12.7mm syringes. Customer states that there are plastic residues on the needle. Both returned syringes were examined and both exhibited a translucent strand of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene mixed with some silicone. A review of the device history record was completed for batch# 8225819. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing under investigation child (B)(6), "on (B)(6) 2019, holdrege received samples of (2) loose 1/2cc, 29g * 12.7mm syringe with fm on needle lot # 8225819. After visual inspection of the sample and results from the ftir spectral analysis, it shows that this material is most likely polyethylene mixed with some silicone. Process: hubs are pea-shot from the container through the stainless-steel tubing. Then the travel through the cyclone, they drop through a diverter and split between two hub loaders. Hub loaders assemble the hubs on to the rack. Racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under one infrared radiation lamp, which causes the adhesive to cure. Then the rack travels through pim, which looks for adhesive (over, excessive and insufficient). The racks run through the cascade for lube application and then through the lumen blow. Then the racks go to the shielder with the use of linear motion. The rack locator positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: a review of the device history record was completed for batch# 8225819. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications(B)(4) noted that did not pertain to the complaint. The hubs when pea-shot through the stainless-steel tube, there might be a rare occurrence that skived plastic(polyethylene) would stick to the hub made its way on top of the cannula after the lube application, as the racks run through the cascade for lube application and then through the lumen blow. Root cause: root cause cannot be determined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd micro-fine¿ + insulin syringe with needle there was a plastic residue on the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: we have discovered two bd micro-fine + insulin syringes (lot: 8225819) with plastic residues on the needle.